Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 23-sep-2022. 125 sealed 32g x 4mm pen needle samples were returned from lot. No. 1278339 along with twenty five sealed 32g x 4mm pen needle samples from lot. No. 1258940, cat. No. 320561. A clog test as per q-sop-183-dl was carried out on fifteen samples from lot. No. 1278339 and fifteen samples from lot. No. 1258940 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter: "pharmacy informs us that a patient complained that the needles are not permable. The inuslin could not be injected.".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1258940, medical device expiration date: 30-sep-2026, device manufacture date: 15-sep-2021, medical device lot #: 1278339, medical device expiration date: 30-sep-2026, device manufacture date: 05-oct-2021. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles failed to deliver insulin during the injection. The following information was provided by the initial reporter: "pharmacy informs us that a patient complained that the needles are not permeable. The inuslin could not be injected."